Event description:
It was reported that pump experienced repeated malfunction alarms with code 12, and no notable events occurred before these issues. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump.